Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator service required error was displayed on the device indicating that the device software has detected a large pressure drop between the monitor and outlet pressure sensors. This is reportable due to the possibility that the device may impact therapy. There was no harm or injury reported. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received an allegation that a ventilator service required error was displayed on the device indicating that the device software has detected a large pressure drop between the monitor and outlet pressure sensors. This is reportable due to the possibility that the device may impact therapy. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.